Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure, after finishing with the veins and removing the catheters, the patient¿s blood pressure suddenly dropped. Echocardiogram confirmed a cardiac tamponade. Pericardiocentesis was performed. Patient¿s condition was stable, and their condition has improved. Extended hospitalization was required for preventative measures. Physician¿s opinion on the cause of the event is that it is procedure related and patient condition related. A transseptal puncture was performed with unknown abbott products. There was no evidence of steam pop. Dashboard, vector, and visitag force visualization features were used during the procedure. Visitag parameters were 3mm range, 3 second time, 25% force over time, 3 grams, ablation index (ai) 400-500 and ai color option. Flow setting was 8 ml/min and 15 ml/min.